Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30jun2020.

Event description:
The customer reported low tidal volume. There was no patient involvement. The manufacturer¿s international service technician could not confirm the reported issue. The issue was with an incorrect port selection by end-user. The manufacturer¿s international service technician found no issues with the ventilator. The customer was educated on how to use the device correctly. The unit successfully passed the required performance verification test.